Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Although requested, additional information has not been received as of the submission date of this report. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the two application instruments for sternal zipfix used in several surgeries were not ratcheting very well. The surgeries were completed successfully. There was no report of surgical delay or patient harm. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (application instruments for sternal zipfix, part number 03.501.080, lot number 7635218). The complained device was received with the complaint that the device was not ratcheting very well. The subject device was received with the end cap, which retains the spring, loose. The end cap could be disassembled by hand. Thus, the complaint condition is confirmed, consistent with the reported condition, and can be replicated as the spring is not retained as intended. The balance of the device is intact with all screw present and shows surface wear. The remaining functionality was tested and no further issues were determined. The relevant device drawings were reviewed. During the design review for the device with the loose end cap it was determined that the complaint condition for this device was likely a result of design deficiencies that have been addressed in recall 244. No additional issues or discrepancies were observed and the current designs were determined to be suitable for their intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.